Event description:
It was reported that during start of a da vinci-assisted gastric bypass surgical procedure, the customer reported a repeating error. Prior to calling, the system was power cycled 3 times without clearing the error. The customer opted to disable the right master controller on surgeon side console (ssc) #2. The surgeon was going to continue the procedure. Technical service engineer (tse) confirmed console #1 masters were associated with instrument arms. The customer was aware the surgeon at console #2 will not be able to use the right-hand controller. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on. The procedure was meant to be a dual console procedure however that console was not used, and the procedure was completed with only one console.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) and the cfg, rac to resolve the reported issue. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure was replicated. This rac was installed into the test system and it failed showing error 25580 after system boot up. It was noted that the rac had water damage inside and will be scrapped. Also, the mtm2 was returned for failure analysis, and the reported failure was unable to be reproduced, nor could it be confirmed as having occurred. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.